Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils), penumbra smart coil detachment handle (handle), non-penumbra coils, non-penumbra sheath, non-penumbra guide catheter, balloon catheter and, non-penumbra microcatheter. During the procedure, the physician placed a coil in the target vessel using the microcatheter. The physician then advanced a smart coil into vessel while expanding the artery using the balloon catheter and used the handle to detach it; however, the smart coil failed to detach after several attempts. It was also reported that the physician was unable to manually detach the smart coil and, therefore, the smart coil was removed. The procedure was completed using additional smart coils, other coils with the same handle and microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 18.0, 56.0 and 109.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The braided shaft was not expose on the distal end of the pusher assembly. Conclusions: evaluation of the returned smart coil revealed a functional device. During the functional test, a demonstration handle was attached to the proximal end the pusher assembly and actuated, and the embolization coil detached without an issue. Therefore, the root cause of the reported complaint could not be determined. Further evaluation of the returned smart coil revealed kinks in the pusher assembly. These kinks were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.